Manufacturer narrative:
She stated that she has sores in her esophagus that may be precancerous. She stated that it is peppermint that caused her problems. She stated that it is not only biotene oral rinse that has caused her problems but also different foods or things that have peppermint in them. She reported that her doctors did not relate the use of biotene oral rinse to what she is experiencing. She reported that she just started using biotene mouth spray, and she had a flare-up this morning ((B)(6) 2014) of acid coming into her throat. She stated that she believes that the flare-up symptoms have resolved. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the upset stomach was resolved and the outcome of all other events was unknown. The manufacturer report numbers for this case are 1718912-2014-00002 and 1718912-2014-00003. Biotene dry mouth oral rinse and biotene moisturizing mouth spray (2013 formulation) are manufactured in (B)(4). The lot number for biotene dry mouth oral rinse is 3c20c1 and the lot number for biotene moisturizing mouth spray (2013 formulation) is u3n141. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of barrett's esophagus in a (B)(6) female patient who received oral moisturisers (biotene dry mouth oral rinse) mouthwash for dry mouth. A physician or other health care professional has not verified this report. Co-suspect medication included biotene moisturizing mouth spray (2013 formulation). Concurrent medications included unknown. On an unknown date, the patient started oral moisturisers (dental). At an unknown time after starting oral moisturisers, the patient experienced barrett's esophagus, precancerous lesions of esophagus, esophageal acid reflux, esophageal disorder and upset stomach. The patient reported that she has used biotene oral rinse for several years, and the peppermint in the product upsets her stomach. She stated that it causes problems with her esophagus and gives her acid reflux. She reported that she had an "upper and lower gi done" and a coloscopy. She stated that she now has barrett's disease.